Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The customer reported that the touchscreen is not functioning. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during daily routine checkup. There was no delay in therapy delivery due to this issue. The field service engineer (fse) replaced the touch frame to address the reported problem.